Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. It was not possible to track the lot number because the system used in that time is not used anymore

Event description:
(B)(4) ¿ the dentist reported that after dental implant was installed in intraoral region 6#, its loss of osseointegration was observed. In addition, the patient presented peri-implantitis.